Manufacturer narrative:
The initial reporter's complete address is (B)(6). It should be noted that the gore dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent unknown hiatal hernia repair on (B)(6) 2007, whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2011, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh removal, additional surgery, pain, adhesions. Additional event specific information was not provided.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A4: added patient weight. B7: added medical history. H6: updated results code. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2007: progress record. ¿pre/postop diagnosis: hiatal hernia/biliary colic/umbilical hernia. Procedure: open chole. Repair of hiatal hernia, with partial fundoplication, partial omenectomy. Repair of umbilical hernia. Closure of abdomen, fascia with mesh. Findings: morbid obesity, excessive omentum, gallstones with moderate adhesions, large hiatal hernia, small umbilical hernia with incarcerated omental fat. Complications: none. Disposition: awake, extubated to rr in stable condition. Drains: #1 jp.¿ operative report for the (B)(6) 2007 procedure was not provided. The records confirm a gore®dualmesh®biomaterial (1dlmc06/05116766) was implanted during the (B)(6) 2007 procedure. On (B)(6) 2007: discharge instructions. ¿follow up in one week. Planned periods of rest. No heavy lifting greater than 5-10 pounds. Home health will call you and follow up 3 x week.¿ ¿4x4 gauze to incision, change twice daily and as needed.¿ records after (B)(6) 2007, including records for the alleged explant (B)(6) 2011, were not provided. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2007: (B)(6) hospitals. Surgery progress record. Implant sticker. Gore® dualmesh® biomaterial. Ref catalogue number: 1dlmc06. Lot batch code: 05116766. W.l. Gore & associates. (B)(6) 2011: (B)(6). (B)(6) hospitals. (B)(6). History and physical. Well known to me; presented with abdominal pain and swelling. I had operated on ms. Barton a few years ago where she had extensive surgery including nissen fundoplication, cholecystectomy, and ventral hernia repair. She had been doing fine until a few months ago when she noticed swelling and pain in her belly. She denied any nausea or vomiting. History: severe gastroesophageal reflux disease. Hiatal hernia. Hypertension. Osteoarthritis. Osteoporosis. Emphysema. Diabetes. Biliary colic. Cataracts. Arthritis. Ventral hernia. Open cholecystectomy. Colonoscopy. Nissen fundoplication. Hysterectomy. Ventral hernia repair. Medication: metformin. Albuterol. Exam: abdomen; soft, obese with swelling in the mid and lower abdomen, slightly tender, and positive bowel sounds, scar of previous surgery. Impression: multiple medical problems, now with ventral hernia and loss of abdominal domain. Plan: we talked about the various treatment options including but not limited to surgery. She verbalized understanding and she has agreed to proceed with this. We will admit her, bowel prep, and take to surgery, laparoscopic ventral hernia repair, possible open with repair of domain. Risks and benefits discussed with (B)(6) once again, she verbalized understanding and has agreed to proceed with this. (B)(6) 2011: (B)(6) hospitals. (B)(6). Operative report. Preoperative diagnosis: morbid obesity, bmi of 47.4. Multiple ventral hernias. Postoperative diagnosis: morbid obesity, bmi of 47.4. Multiple ventral hernias with extensive intraabdominal adhesions. Procedure: laparoscopic converted to open ventral hernia repair with mesh, physiomesh measuring 25 x 3 cm. Extensive laparoscopic lysis of adhesions. Panniculectomy with abdominla [sic] wall reconstruction. Removal of old mesh. Anesthesia: general. IV fluid: 300 ml crystalloid. Urine output: 500 ml. Estimated blood loss: 300 ml. Findings: extensive omental and bowel adhesions to anterior abdominal wall. Multiple ventral hernias with incarcerated bowel and omentum. Excessive pannus. Previously placed mesh with a lot of adhesions. Specimen removed: hernia sac content. Old mesh. Pannus. Complications: none. Drains: three jackson-pratt drains. Description of procedure: ¿(B)(6) was brought into the operating room. After proper identification, the patient was placed on the operating table in the supine position. General anesthesia was then administered and patient was endotracheal intubated. A foley catheter was then placed in the bladder. Attention was then focused in the area of the abdomen. The same was prepped and draped in the usual sterile fashion. An incision was then made in the left upper quadrant. Using the optiview, the abdominal cavity was then entered. Upon entering the abdominal cavity, co2 was then insufflated into the abdominal cavity. I proceeded by inspecting the abdomen. Inspection of the abdomen showed evidence of multiple bowel and omental adhesions to the anterior abdominal wall actually making it difficult to see beyond these adhesions. I proceeded by placing a 5-mm port in the left lower quadrant, and using the grasper, I was able to take down some of these adhesions. The, I was able to see the right side around the adhesions. The adhesions were actually incarcerated ventral hernias. Two additional ports were placed in the right side, one in the right upper quadrant and one in the right lower quadrant. Using a combination of the grasper and the harmonic scalpel I was able to reduce all of these hernias. There were 3 ventral hernias in all. They were all with omentum and bowel stuck to them, so I was able to do this. When this was finally done, in the upper part of the abdomen was bowel stuck to the anterior wall, which turned out to be the stomach. I proceeded by carefully peeling this off from the anterior abdominal wall so that I could see the upper part of the abdomen clearly and then decide on what type of mesh we were going to use. While doing this, I entered into the stomach and unfortunately there was no laparoscopy stitch available to close this gastrotomy. I decided to convert her to open so that I can actually fix her abdomen wall as well. I proceeded by making a low anterior abdominal wall incision, and I proceeded by raising flaps. The incision was carried through skin and subcutaneous tissue until the anterior rectus fascia was identified. Then, I proceeded by raisin a flap all the way to the epigastric region. When I got to the area of the umbilicus I encountered 1 of the ventral hernias. The other 2 were also encountered and I circumvented this area to continue raising my flap all the way to the epigastric region. Once this was done, I proceeded by actually opening the fascia with the hernia, and then I was able to reduce the bowel back into the abdominal cavity. I proceeded by running the bowel, and then I proceeded by repairing the gastrectomy, the hole in the stomach using #3-0 pds in a running fashion. This was also buttressed with a couple of #2-0 vicryl lembert stitches. After this was satisfactorily done, I reinspected the abdomen and the bowel and everything, looked fine. Then, I copiously irrigated the abdomen. Of note is the fact that the rectus muscle itself was small and we displaced laterally on both sides. Even the upper abdomen is devoid of a solid muscle. After this was done, I proceeded by measuring the fascial defect, and it measured about 15 x 23 cm. Then, I selected an appropriate-size physiomesh, about 25 x 35 cm to have 5 cm overlap circumferentially used to close the fascial defect. This was then put in place and attached to the anterior abdominal wall and anterior rectus fascia using gore-tex u stitches interrupted circumferentially. After multiple stitches were thrown, it was noted to be well in place with no tension. Then, I copiously irrigated the abdomen again. Then, I proceeded by completing a panniculectomy by amputating the excess panniculus. After this was done, I copiously irrigated the abdomen again. The fascia itself was now loosely approximated together using #1 pds in a running fashion. Then, I proceeded by closing the wound. The deep subcutaneous tissue was approximated together using #0 vicryl interrupted stitches. Three jackson-pratt drains were then placed in the subcutaneous tissue through 3 separate stab wounds on the anterior abdominal wall. The skin was then approximated together using skin staples. Sterile dressings were then applied. Instrument and sponge count was found correct x2. The patient was then woken up, extubated, and taken to the recovery room in stable condition. The patient tolerated the procedure well.¿ (B)(6) 2011: (B)(6) hospitals. Implant record. Mesh physio composite. (B)(6) 2018: death certificate, (B)(6): cause of death: breast cancer. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.